Manufacturer narrative:
As the event already happened 2008, neither an electronic data log nor further info are available for a deeper analysis of this case at the MFR site. The facility provided some general info as follows: "it was reported by the facility that during a case, the machine alarmed for 'vent fail'. The machine was swapped out and there was no pt injury reported. The local biomed tested the machine and was not able to reproduce the reported symptom, no device failure could be found. Furthermore, that his examination of the machine logs revealed that the self test was not 'appropriately completed' prior to this reported event. The machine was returned to use." As stated by the facility, the device alarmed properly. The IFU recommend that the preuse checkout procedure must be performed to ensure that the apollo is ready for use; cancelling the self test may lead to limited functionality. This reported event was assessed as non reportable.